Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption (B)(4). Lawyer-filled report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced bowel problems, incontinence, infection and pain. The plaintiff also experienced chronic kidney disease, recurrent urinary tract infection, dysuria, vaginal discharge, cystocele, pain, blood stream infection, chronic foci of infection due to mesh or eroded mesh, mixed and functional urinary incontinence, right pyelonephritis, acute renal insufficiency, urgency, frequency, nocturia, difficulty emptying bladder, slow or intermittent stream, palpable mesh in posterior compartment, renal kidney failure, chronic cystitis cystica, lower extremity cellulitis, fevers, chills, septic, and diverticulum. Furthermore, it was reported that the plaintiff died of hypovolemic shock, acute hemorrhage and bradycardia with asystole.